Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the center port of the six (6) 250ml exactamix eva tpn bags were leaking. It was further reported that the bags seemed to be faulty at the center port, leaking at the seam. The bags were compounded with neonatal solutions. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Six devices were received for evaluation. All samples were received sliced at the top of the bags where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a leak from the spike port cap at the base of the spike port of all samples. The reported problem was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.